Event description:
It was reported that the purewick female external catheter was leaking. The patient pulled on the purewick female external catheter. The patient had urinary tract infection but was unsure what caused it. The patient had them for years. The representative advised to not push the purewick female external catheter in so hard. The patient had been using this product for less than 90 days. It was unknown what medical intervention provided for the urinary tract infection. Per additional information received via liberator on 03feb2022, it was stated that the patient was pulling on the purewick female external catheter and was moving it out of place.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick female external catheter was leaking. The patient pulled on the purewick female external catheter. The patient had urinary tract infection but was unsure what caused it. The patient had them for years. The representative advised to not push the purewick female external catheter in so hard. The patient had been using this product for less than 90 days. It was unknown what medical intervention provided for the urinary tract infection. Per additional information received via liberator on 03feb2022, it was stated that the patient was pulling on the purewick female external catheter and was moving it out of place.

Manufacturer narrative:
The reported event was confirmed use related as per reported event. A potential root cause for this failure could be "user unintentionally dislodges wick". A DHR review was not required as the event was user related. The instructions for use were found adequate and state the following: to avoid potential skin injury, never push or pull the purewick female external catheter against the skin during placement or removal". Not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewick female external catheter. Recommendations: ensure the purewick female external catheter remains in the correct position after turning the patient. Remove the purewick female external catheter prior to ambulation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.